Event description:
The patient was referred for generator replacement and presented with high impedance in pre-op diagnostics. The generator and lead were replaced. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date.